Manufacturer narrative:
Qn#(B)(4).

Event description:
T was reported "doctors using stapler on patients then it got jam, cannot work anymore". Another device was used to complete the procedure. No patient injury or consequence reported. The patien'ts current condition reported as "fine".